Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer had failed. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that full height drawer 6 showed a 'drawer not closed' diagnostic indication. A field service engineer diagnosed the issue as being caused by a first-generation inseparable small magnet. The engineer installed a replacement third-generation inseparable magnet. Upon inspecting full height drawer 1, the same issue was noted, and a replacement inseparable magnet was installed in this drawer as well. The system functioned as intended after the field service engineer repaired the device.